Manufacturer narrative:
The investigation determined the issue was caused by an operator handling issue. The operator forgot to reopen the water tank joint, so the system ran dry without water. The cooling function for the lamp was then not possible. Product labeling includes a special precaution to not forget the water tank joint after the maintenance.

Event description:
The user received analyzer alarms and found the lines going into the water tank were not open. When the user attempted to change the reaction cells and the lamp, she burnt her finger on the incubator bath screw. The user stated the burn was not serious and was just "a tiny, little blister on her finger". The user did not seek medical attention for the injury and stated her current condition was "fine". When the user removed the lamp, she noted the wire on the lamp was melted. No patients were involved in the issue and no erroneous results were generated. The field service representative determined the user did not open water supply assembly tank valves that were feeding the analyzer. The photometer had an elevated temperature which melted the lamp wire due to no water flow through. He corrected the valves, primed the system, purged air from the system, performed water exchanges, verified water flowing through the photometer, replaced the lamp, replaced the heat cut filter and cleaned the bath window. To verify the analyzer operation, he ran performance tests which passed specifications and the user ran calibration and quality control which passed per the customer's specifications.